Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified a circular indentation to the od along with one on the locking feature. The scallops of the device have been indented under the chamfered portion. The height of the liner was checked per the print to confirm the size of the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 010000661 g7 pps ltd acet shell 48c 7340170 g2: foreign: china customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner cannot assemble the mating cup causing a fifteen-minute delay. A ceramic liner was used to complete the case. Initial cup was implanted and no harm or impact to the patient.